Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu3131 - 983 (r814137801, r813226401, r813226601, r813173501). It was reported that on 06 december 2023, a 29mm navitor valve was implanted in a patient. The patient had stroke symptoms post tavi while patient was still in the cath lab. He developed speech disturbance (dysphasia and dysarthria) and right face and arm weakness at that time, no treatment was provided. On 07 dec. 2023, it was reported that the patient was critically unwell with reduced glasgow coma scale (gcs), respiratory distress, aspiration pneumonia, and peri-arrest. Intravenous medication was administered. On (B)(6) 2023, it was reported that the patient passed away. The cause of death was pneumonia, stroke, severe aortic stenosis (operated). Cerebrovascular disease and atrial fibrillation.

Manufacturer narrative:
An event of stroke, pneumonia, cardiac arrest, and death was reported. Information from the field indicated that the patient had stroke symptoms post tavi while patient was still in the cath lab. He developed speech disturbance (dysphasia and dysarthria) and right face and arm weakness at that time, no treatment was provided. A day after the procedure, it was reported that the patient was critically unwell with reduced glasgow coma scale (gcs), respiratory distress, aspiration pneumonia, and peri-arrest. Intravenous medication was administered. Two days after the procedure, it was reported that the patient passed away. Per event details, the cause of death was pneumonia, stroke, severe aortic stenosis (operated), and the physician's opinion was that the death is related to the procedure and the patient's comorbidities (af, advanced age, previous tias are risk factors for stroke) rather than the performance of the implanted tavi device. Based on available information, the reported event appears to be related to a combination of the procedure and the patient's comorbidities. There is no indication of a product quality issue with regards to manufacture, design, or labeling.